Manufacturer narrative:
The device evaluation is anticipated upon product return from the customer.

Event description:
It was reported by the sales rep that the proplege coronary sinus catheter, pr9 experienced a balloon rupture. "While attempting to give cardioplegia it was noted that there was blood in the sinus pressure line . The catheter was removed and inspected. A rupture in the sinus balloon was found .unfortunately giving antegrade cardioplegia was not optimal in this case . The result was a conversion to a full sternotomy." The rupture was immediately noted upon inflation in cs. There was no defect noted at prep.

Manufacturer narrative:
The proplege balloon appeared to have ruptured at the point of an aneurysm in the balloon wall. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. The defect most likely occurred during use. Available information suggests that handling, improper technique, and procedural factors may have contributed to the event. Since no labeling, IFU inadequacies, or risk control measures have been identified, no further action is required at this time. Manufacturing records have been reviewed. There will be no CAPA or pra at this time. Trends will continue to be monitored through the edwards quality system.